Event description:
It was reported that during shunt percutaneous transluminal angioplasty interventional procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm shunt. A 5.0 mm x 40 mm x 40 cm (4f) sterling balloon catheter was selected and advanced to treat the target lesion. The initial inflation was at 14 atm. Upon second inflation at 14 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at the time of event: over 18 years. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).